Manufacturer narrative:
B1 and b2: added death and product problem. H1: added death. H6: code added based on additional information in the complaint file. Additional information: the customer called back for assistance with intermittent impella position "in aorta/unknown alarms". An echocardiogram (ECG) verified that the device was in a good position, just under 5cm in mid left ventricle (lv). He reports alarm correlates with ECG changes, atrial fibrillation (afib). No hemolysis. Flows stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an impella in aorta alarm. Proper pump placement was verified using an echocardiogram. No patient harm was reported.

Manufacturer narrative:
B1: added product problem. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: false alarm: since neither product nor data logs were returned for investigation, the cause of the false alarm could not be determined. Paroxysmal atrial fibrillation: the cause of the injury was unable to be determined due to insufficient clinical details. Clinical rationale: an impella 5.5 was surgically implanted via the right axillary/subclavian artery in a 53-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage d shock. Shortly after implantation, the clinical team reported intermittent ¿impella position in aorta/unknown¿ alarms. Echocardiography was performed and consistently confirmed appropriate placement of the impella 5.5, positioned just under 5 cm in the mid left ventricle, with stable flows and no evidence of hemolysis. The alarms were noted to correlate with ECG changes, specifically atrial fibrillation. Repositioning was performed, after which the alarms resolved, and no device replacement was requested. The patient subsequently experienced ongoing clinical deterioration related to cardiogenic shock, and care was withdrawn. The patient expired at the time of explant. Based on the available information, there is no evidence of device malfunction, and the reported alarms were attributable to physiological or rhythm related factors rather than a performance issue with the impella 5.5. The death is conservatively being reported on the impella 5.5 but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s underlying severity of his cardiac condition.